Event description:
It was reported that there was a homechoice automated pd set with cassette was leaking from the patient line. The leak was observed during dwell one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that ¿there was a small hole in the patient line near the connection to the patient¿s connection¿. Renal therapy services (rts) assisted the caregiver (cg) with ending the therapy session and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.